Event description:
Blood sugar fluctuation [blood glucose fluctuation]. Ketones [blood ketone body]. Vomiting [vomiting]. Nurse broke novopen 3 during use [device breakage]. Case description: the incident does not represent a serious public health threat. Medical device info: class iib. This spontaneous case from united states was reported by a consumer as "blood sugar fluctuation, ketones, vomiting, and nurse broke novopen 3 during use" and concerns a (B)(6) male pt treated with novopen 3 (insulin delivery device), levemir penfill (insulin detemir) from (B)(6)-2010 to ongoing and novolog (rapid-acting insulin aspart) from 2007 to ongoing for "type 1 diabetes mellitus". The start date of novopen 3 was not provided. Pt's height and weight was not provided at the time of the report. A mother reported that her son's blood sugars were fluctuating while utilizing the products in question. She stated that his sugars were out of control and he had ketones so, she took him to see his physician on (B)(6)-2010. The physician felt that her son might be in ketoacidosis and told her to go to the hospital. On (B)(6)-2010, he was admitted to the hospital. He had blood work done, however, the mother did not have the findings. She did report that her son's highest blood sugar level was around 537 mg/dl. She did not know if glycosylated hemoglobin (hba1c) level was done at the hospital. He was treated with intravenous novolog (aspart) and his levemir dose was increased. She did not know if he was given any additional treatment. She reported that her son only had blood sugar fluctuation at the hospital and was not diagnosed with diabetic ketoacidosis. In addition, she reported that one of the nurses broke her son's novopen 3 after he was admitted to the hospital. Her son was discharged on (B)(6)-2010. The overall outcome was reported as not recovered for the events blood sugar fluctuation and nurse broke novopen 3 during use and was not reported for the events vomiting and ketones.

Manufacturer narrative:
Company comments: the case was analysed and it was not possible to find a root cause for the events experienced in the case, due to lack of info. MFR's final comment: due to lack of info it was not possible to find a root cause for the events experienced in the case. Furthermore from the description of the event, the pt was hospitalized prior to the breakage of the novopen 3. On basis on that novo nordisk a/s does not evaluate this as a safety concern.